Event description:
During an internal carotid artery stenting treatment procedure, balloon removal difficulties were encountered. Following deployment of the embolic protection device and the carotid stent, an ultra-soft sv 5.0/2.0/90 balloon was initially used for post-dilatation of the stent, followed by this ultrasoft sv 6.0/2.0/90 balloon. When attempting to remove the second ussv balloon, the physician was unable to pull the balloon into the introducer sheath. He made several unsuccessfuly attempts prior to his eventual successful removal of the balloon. Upon studying the balloon, he noted that the balloon profile remained large and that its deflation time required a 'couple of minutes'. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'fine".